Manufacturer narrative:
The reported event of stylet failure to advance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A test stylet could be fully inserted throughout entire lead and removed from the lead without any difficulty.

Event description:
During implant procedure, the stylet failed to advance through the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.